Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/17/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there were two previous complaints reported for autopulse with serial number (B)(4) with user advisory 41 (patient temperature sensor failure). Visual inspection of the returned platform was performed and battery lock damaged was observed. The autopulse 1.5 is a reusable device and was manufactured in october 2012. The physical damage found is a characteristic of normal wear and tear of the device. A review of the archive was performed and several user advisory (ua) 41 (patient temperature sensor failure) were observed on (B)(6) 2016 which was shown as the last power up date of the device. The ua 41 was observed upon powering up the device for functional testing therefore they were unable to continue the functional test. In summary the customer's reported complaint was confirmed during archive review and functional testing. Ua41(patient temperature sensor failure) occur upon power up the device. A fault was observed between the temperature sensor connector and pdb. However, the fault could not be reproduced during testing. The exact root cause could not be determined however as a precaution the temperature sensor and pdb were replaced. The device passed final test

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed user advisory 41 (patient temperature sensor failure). No patient was involved during this event. No additional information was provided.